Event description:
It was reported that the patient presented in clinic for follow up with a device that was post-paced t-wave oversensing on the ventricular channel. Patient was asymptomatic. Device was reprogrammed during device check.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.